Manufacturer narrative:
Updated fields: d4.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had a broken cord. There were no reports of patient involvement. The issue occurred during reprocessing.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. In addition, the following reportable malfunctions were identified during the device evaluation: corrosion of electrical contact and water damage to main body. Olympus will continue to monitor field performance for this device. Updated fields: g1.

Event description:
No additional information received from customer.